Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had multiple intermittent occlusion alarms. Customer's blood glucose (bg) level was 520 mg/dl. Reportedly, the customer used a saline intravenous drip to address high bg. Customer cleared alarm and resumed insulin delivery or would change pump supplies to address the issue. Customer reverted to manual injections for insulin therapy.